Manufacturer narrative:
The actual device is not available for evaluation. Therefore the investigation was limited to evaluation of the retention sample from the reported product code/lot number combination as well as the information provided by the user facility. Visual inspection of the retention sample found no obvious anomalies. The blood phase was filled with saline solution and pressurized with 2.0hgf/cm2. No leak was confirmed. The sample was built into a circuit with tubes and circulated with bovine blood. During circulation at the determined flow rate, an air of 10ml was sent into the circulation in 30 seconds. No air came through the filter out of the oxygenator module. A review of the manufacturing record and product release decision control sheet of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lo number combination. There is no evidence that this event was related to a device defect or malfunction. The retention sample was verified to be normal product. While the exact cause of the reported event cannot be definitively determined based on the available information, as a possible cause of the reported detection of air bubbles the following assumptions can be inferred. Due to some factors air entrained into the oxygenator module. Air was not completely removed during priming. The device labeling does address the potential for such an event in the instruction for use (IFU) with the statement such as the following: 1) when capiox fx05 oxygenator module is used separately from the hardshell reservoir, set the module so that the upper end of the fibers is lower than the blood level in the venous reservoir. This prevents gaseous emboli from entering the blood phase from the gas phase. 2) when using the centrifugal pump on the arterial line, clamp the arterial line distal to the oxygenator (the patient's side) before stopping the pump. Improper clamping may cause back-flow of blood or migration of gaseous emboli into the blood side. 3) do not obstruct gas outlet port. Avoid buildup of excess pressure in the gas phase to prevent gaseous emboli entering the blood phase. 4) pressure in the blood phase should always be higher than that in the gas phase to prevent gaseous emboli entering the blood phase. 5) the gas flow rate should not exceed 5 l/min. Excessive gas flow rate will bring about pressure increase in the gas phase, allowing gaseous emboli to enter the blood phase. 6) during recirculation, do not use pulsatile flow and do not stop the blood pump suddenly as these actions may cause gaseous emboli to enter the blood phase from the gas phase due to inertia force. 7) to prevent gaseous emboli from entering the blood phase, make sure that the arterial pump flow rate always exceeds the flow rate of the cardioplegia line. The blood flow rate of the cardioplegia line should not exceed 0.5 l/min. 8) make sure the circuit and the purge line are not clamped, then start pump at a low speed. After checking for leakage or any other problem, gradually increase flow above 0.5l/min, but do not exceed 1.5l/min. Vigorously recirculate the priming fluid through the entire circuit until all air bubbles are eliminated. After all air bubbles are eliminated, circulate at full flow for 10 min to check oxygenator and tubing for leakage or any other problem. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : actual device not returned

Event description:
The user facility reported air bubbling in the oxygenator device. The following information was provided by the user facility: during cardiopulmonary bypass air bubbling was noticed. The device was not changed out and there was no delay in the procedure. The procedure was completed successfully.